Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the external condoms hurt too bad when took them off. Stated that the patient used warm water but nothing worked.

Event description:
It was reported that the external condoms hurt too bad when took them off. Stated that the patient used warm water but nothing worked.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode could be "device is difficult to remove" with a potential root cause as "adhesive is too strong". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:"intended use: the self-adhering male externalcatheter is used for the drainage of urine. The catheter isapplied by the patient or caregiver.description / indication: the self-adhering maleexternal catheter is designed for the management of adultmale urinary incontinence.contraindication: do not use on irritated orcompromised skin.warning: reuse and/or repackaging may createa risk of patient or user infection, compromise thestructural integrity and/or essential material and designcharacteristics of the device, which may lead to devicefailure, and/or lead to injury or illness of the patient.precaution: do not use if allergic reaction occursor if patient has known allergies to device components.for good hygiene, change catheter daily. Use of a singledevice for longer periods than 24 hours may increasethe risk of complications. Follow directions to removeif experiencing swelling, numbness, discomfort, pain,discoloration, or abnormal appearance.note: if experiencing problems with use of the device,please consult your healthcare professional for assistance.directions to apply:1) verify correct size prior to use.2) trim pubic hair if necessary.3) wash penis with mild soap and warm water.dry thoroughly. Wear time may be reduced if skinis not dry or cream/oil is used.4) open package at perforation. Remove catheterfrom plastic insert, if present.5) place rolled end over the end of the penis, leavinga small space between the end of the penis andthe cone of the catheter.6) unroll the catheter over penis.7) gently squeeze the catheter toproperly seal adhesive to theskin. If possible, avoid leavinga rolled ¿collar¿ around thebase of the penis.important: wear time may be reduced if adhesive isnot properly sealed to the skin.8) connect the catheter to a drainage system. Makesure to check that connections are secure before use.directions to remove:1) ensure drainage bag is empty.2) disconnect catheter from the drainage system.3) gently roll the catheter forwardand off the penis. If necessary,apply a warm wet compress (suchas a wet washcloth) around thecatheter to help loosen the adhesive.disposal: after removal, dispose by placing the usedcatheter into a waste container."